Event description:
Clinical study: it was reported that during a coronary drug eluting stenting treatment procedure, deflation and withdrawal difficulties were encountered. From the clinical group, "in 2004 rep called to report a problem. The dr described it as a 'sticky balloon' issue. The balloon did not deflate right away. The dr was able to maneuver the device and successfully remove the system. The stent was delivered successfully and the pt did not have any adverse reaction to the event."